Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery and displayable history crc check failed on startup alarm confirmed in the history file. Unable to verify broken force sensor was detected during seating or regular delivery alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that they experienced low blood glucose level 50 mg/dl. The customer did not report any symptoms or treatment for low blood glucose level. The customer stated that they had multiple pump errors. The customer was not able to rewind the insulin pump. Drive support cap appears to be normal. Troubleshooting was declined for low blood glucose level. The insulin pump will be returned for analysis.